Event description:
Information was received that during pre-testing of this smiths medical cadd legacy plus pump, the pump event log showed "power lost while pump was on ?but pump alarm often went off upon turning on the pump. No patient injury reported.